Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: 183108 - van ps open intl fem-rt 65 - 110430, 141233 - biomet cc cruciate tray 71mm - j2258277, 184766 - series a pat std 34 3 peg - 299990, 402283 - cobalt g-hv bone cement 40g - 632210, the customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-01130, 0001825034-2021-01132.

Event description:
It was reported that the patient underwent right total knee arthroplasty. Subsequently it was reported the patient underwent a right revision of total knee due to unknown reasons approximately 7 years later. Attempts have been made and no further information has been provided.

Event description:
It was reported that the patient underwent a right total knee arthroplasty. Subsequently it was reported the patient underwent a right revision of the total knee approximately 7 years later due to loosening. Attempts have been made and no further information has been provided.

Manufacturer narrative:
The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.